Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, cracked battery tube thread, cracked reservoir tube lip, stained end cap sticker, stained address/serial number label and minor scratches on display window noted.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 240 mg/dl. The customer states the pump has the tendency to fall out of her pocket, and it has a crack. Troubleshooting was performed for damage. The insulin pump will be returned for analysis.